Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to component failure after patient complained of pain.

Manufacturer narrative:
An event regarding patella disassociation involving a triathlon patella was reported. The event was confirmed. Method & results: -device evaluation and results: the mar indicated damages consistent with the explantation process were observed on the patella. The patella was observed to have scratches, burnishing, and third-body indentations. These are common damage modes of uhmwpe. The yellow discoloration observed is consistent with the absorption of synovial fluid by the insert. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: the medical review concluded: soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to malalignment with lateral shift of the patellar device causing an overload condition in the implant-bone interface of the patella with disassociation of the poly from the underlying patellar bone requiring revision. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar event for the lot referenced. Conclusions: the medical review concluded that soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to malalignment with lateral shift of the patellar device causing an overload condition in the implant-bone interface of the patella with disassociation of the poly from the underlying patellar bone requiring revision. The mar concluded that damages consistent with the explantation process were observed on the patella. The patella was observed to have scratches, burnishing, and third-body indentations. These are common damage modes of uhmwpe. The yellow discoloration observed is consistent with the absorption of synovial fluid by the insert. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be confirmed based on the information provided. Further information such as better quality x-rays, CT scan as well as revision operative notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to component failure after patient complained of pain. Update: based on the provided medical review revision took place due to: soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to malalignment with lateral shift of the patellar device causing an overload condition in the implant-bone interface of the patella with disassociation of the poly from the underlying patellar bone requiring revision.